Event description:
A report was received that the patient had discomfort at ipg site. The patient underwent revision wherein ipg was relocated. The patient was doing well post operatively.

Manufacturer narrative:
.